Event description:
On (B)(6) 2011, pt reported he has noticed an issue with both of the up/down buttons responding intermittently. Pt stated the buttons do not remain flat. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.